Event description:
Follow up information identified the patient is receiving effective therapy. The patient did not lose therapy prior to explant and elected to have the ipg replaced before all therapy was lost.

Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient observed the "replace generator soon" message on the patient controller. The device was explanted and replaced.